Event description:
An aneurx stent graft system was implanted for the treatment of an abdominal aortic aneurysm. Currently, the aneurysm is 7.5 cm in diameter. It was reported that the patient presented emergently with pain and bleeding. The stent graft has migrated resulting in a type I endoleak. The patient was treated with a 32x32x49, 16x16x93, 32x14x102 and an occluder. No clinical sequelae were reported and the patient is now fine. The event was due to a severely conical neck.

Manufacturer narrative:
(B)(4).